Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 100 mg/dl. The customer reverted to an alternate method of insulin therapy. A replacement was sent to the customer to resolve the issue. Customer reported no further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.